Event description:
Customer stated, "the bed will not go up and down".

Manufacturer narrative:
It was reported that the hi/low function on the home care bed is not functioning as intended ("the bed will not go up and down"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.